Event description:
Additional information identified surgical intervention may be pending to address the issue.

Event description:
Additional information identified the patient has decided not to undergo surgical intervention at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is not receiving effective stimulation to address his crps and foot pain. Surgical intervention may be pending to address the issue.

Event description:
Follow up information identified the patient did not receive relief from the stage 1 drg trial. The patient's atrial leads were removed (B)(6)2017. There are no interventions planned at this time with the patient's scs system.

Event description:
Follow up information identified the patient underwent a trial procedure on (B)(6) 2017.